Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. The device communicated properly with the test guardian link (3) and the test plug. The device was able to enter the auto mode feature during testing. No device anomaly or auto mode anomaly noted. Device had scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose. The customer was lethargic at time of admission. The customer blood glucose level at time of admission is 40 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer requested for pump to be replaced since transmitter seemed to be doing fine.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device communicated properly with the test guardian link and the test plug. Device was able to enter the auto mode feature during testing. No pump anomaly or auto mode anomaly noted. Device had scratched case and a pillowing keypad overlay.